Event description:
(B)(6) / his dexcoms continually give wrong readings, saying our son's blood sugar is lower, or more often significantly higher than it actually is, which is extremely dangerous and directly effects his insulin dosing, but has a long-term impact on his overall health as well. Additional product details: my ex wife is responsible for ordering our son's diabetic supplies, including his dexcom g7 cgms, and he most often applies them at his mom's so I don't have the product numbers, etc. I just know they are a problem.